Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. A06681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy; hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea and menorrhagia with essure. The reporter commented: discrepancy of insertion dates-(B)(6) 2012. Discrepancy of removal dates-(B)(6) 2017 and (B)(6) 2018. Surgical pathology report: right fallopian tube (salpingectomy): fallopian tube with no diagnostic abnormalities. Left fallopian tube (salpingectomy): fallopian tube with no diagnostic abnormalities. Uterus and cervix (total laparoscopic hysterectomy): cervix: no diagnostic abnormalities. Endometrium: benign inactive endometrium. Myometrium: leiomyoma with no atypical features, 4 cm diameter. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: satisfactory micro-insert placement and bilateral tubal occlusion. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: menorrhagia and dysmenorrhea". Most recent follow-up information incorporated above includes: on 29-jun-2020: medical records received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified events¿ menorrhagia and dysmenorrhea". Essure lot number was added. Patient demographics, lab data, reporter were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. A06681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy; hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea and menorrhagia with essure. The reporter commented: discrepancy of insertion dates (B)(6) 2012 and (B)(6) 2012 discrepancy of removal dates (B)(6) 2017 and (B)(6) 2018. Surgical pathology report: right fallopian tube (salpingectomy): fallopian tube with no diagnostic abnormalities. Left fallopian tube (salpingectomy): fallopian tube with no diagnostic abnormalities. Uterus and cervix (total laparoscopic hysterectomy): cervix: no diagnostic abnormalities. Endometrium: benign inactive endometrium. Myometrium: leiomyoma with no atypical features, 4 cm diameter. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: satisfactory micro-insert placement and bilateral tubal occlusion.. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: menorrhagia and dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.